Event description:
It was reported that the infusion set tubing was kinked, but the insulin pump did not alarm no delivery. The caller did not have the tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.